Event description:
Spontaneous call sq treprostinil patient with ms3 patients mother reporting that she put cartridge (nolo info available) in pump and cartridge leaked medication into pump (serial number (B)(6)). Patient needs replacement pump. Can't troubleshoot issue. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alar occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Ref report: mw5148430. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.